Manufacturer narrative:
The calcium reagent lot number was 807289. The reagent expiration date was requested, but not provided. The customer's carryover evasion wash programming was checked and one was missing. The wash cycle was then configured on the analyzer. The field service engineer changed the gear pump head and adjusted the pressure. Valves were also replaced. Air purges were performed and the system was started. Everything was working fine. A general reagent issue can be ruled out as calibration and controls are acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen. 2 on a cobas 8000 c 702 module. The sample initially resulted in a calcium value of 13.2 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 9.0 mg/dl. The repeat value agreed with the patient's clinical history.